Event description:
The customer reported that the insulin pump had a constant beep and the buttons were unresponsive. Troubleshooting was performed. Reviewed the alarm history and found several alarms. Assisted the caller to run the self test and passed. The customer stated that activate button was not responding during a bolus. During the call, the customer stated that he was admitted in the emergency room due to high blood glucose over 500mg/dl. The customer stated that his blood glucose continued elevating after several bolus deliveries. The customer stated being in the hospital for six hours and then he was released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.